Event description:
Procedure type: urological/gynecological. According to the reporter: the patient was treated for stress urinary incontinence allegedly, the patient suffers frequent utis vaginal bleeding, pain, painful intercourse, bladder spasms, seroma, chronic cervicitis, vaginal discharge, dysuria, urinary urgency, urinary frequency, mesh erosion, urinary incontinence, urethral atrophy, intrinsic sphincter deficiency and scar tissue. The patient has had additional surgeries, (B)(6) 2006 for excision of mesh and cystoscopy with dilation, (B)(6) 2008 mesh excision in doctors office; note in record may be third excision, (B)(6) 2010 removal of sling material. On (B)(6) 2010, patient received tutoplast fascia pubovaginal sling, cystoscopy, suprapubic tube placement, which proved difficult due to significant scar tissue. On (B)(6) 2011, obstructive tutoplast fascia pubovaginal sling; (B)(6) 2011 tutoplast failed.

Manufacturer narrative:
(B)(4).